Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they had to turn off their stimulator in october of 2024 as they were diagnosed with gastroparesis and they thought this was because of the scs device. Patient is scheduled for an MRI on friday and was attempting to charge their implant but seeing no device found. Patient connected the recharger and tapped recharge; screen displayed passive recharge mode with 99-99-99. Agent reviewed charge duration and advised patient to continue charging implant to full; agent provided instruction for MRI mode.